Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple cartridge alarms occurred during basal delivery. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 100-200 mg/dl.